Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a chemolock vented bag spike where it was reported that they found bags spikes in the wrong packaging labeled as cl-14 bag spike however, the package is a non-vented cl-10. There was no patient involvement.

Manufacturer narrative:
Investigation summary: a photo was shared by the customer, where a unit with no filter vent is observed inside a sealed package, label as cl-14. However, based on the cl-14 configuration, this should've a filter vent, in the photo is no shown. No additional anomalies are observed. Four (4) new. List #cl-14, chemolock¿ vented bag spike; lot #14426526 were returned for evaluation. As received, no filter vent on the spike was noted, according the item configuration this sets should've one. The sets inside the sealed packaged didn¿t match with the expected configuration. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of labeling does not agree with the type of product, can be confirmed based on the returned sample evidence. The probable cause was due to a mixing error during the packaging process at ensenada.